Event description:
Immediately after swan ganz catheter insertion, patient developed hemoptysis, which the physician believes resulted from the rupture of a small pulmonary arteriole during the procedure. The catheter was later removed and the manufacturer notified. The incident is not believed to have resulted from a malfunction. The patient at last report was in stable condition.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.